Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The investigation confirmed the reported issue of air in line. Air detector sensor was replaced and a full preventive maintenance was performed. The root cause was due to a faulty air detector. A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited air in line alarm. No patient injury was reported.